Manufacturer narrative:
The complaint of lower-than-expected vlp longevity was confirmed. Based on the information provided, it was determined that the vlp longevity was consistent with the programmed settings and collected diagnostics. With respect to diagnostics, it was noted that the vlp¿s crosstalk protection feature (which is automatically turned on for aai+vvi mode) was detecting a significantly larger-than-expected number of events (likely false events, for example due to ¿noise¿), and that these crosstalk detections were the root cause for the notably lower-than-expected vlp longevity estimates. There was no malfunction observed on the device.

Event description:
It was reported that the patient presented for an in-clinic check. Upon device interrogation, premature batter depletion was suspected on the ventricular leadless pacemaker. No intervention was performed. There were no patient consequences.